Event description:
It was reported that during an unknown procedure, the device could not fire at the first firing with the white reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the anvil bent upwards and with no cartridge reload present. Upon further evaluation the clamping and firing mechanisms were noted to be damaged. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to inspect the condition of internal components and it was found that the pawl pin was out of its intended position, causing the spring pawl extension to become damaged. Furthermore the pawl pin was causing damage to the switch knife return making the clamping and opening mechanism to fail. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. No conclusion could be reached as to how the pawl pin became out of position however it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.